Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: "after injection via the injection port, liquid comes out of the injection port. According to customers, the phenomenon has occurred with 3-4 pvcs in the last 3-4 weeks. Customer does not know whether the same batch was affected. Corpus delikti will be sent. In addition, 4 pieces of kodan 10ml syringes were taken for testing. Such a syringe was used to initiate the injection port."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/24/2020. H.6. Investigation: one used sample, four samples, and seven representative samples were received by our quality team for evaluation. As the returned syringes does not belong to bd tuas, no further investigation was done. Upon visual inspection of the used sample it was observed that there is valve had moved towards the cannula hub luer side. The seven representative samples were subjected to visual inspection, the valve injection test, and the catheter adapter leak test. The samples passed the visual inspection and the testing criteria and no abnormalities were observed. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. CAPA#1379444 has been initiated to address this issue.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter, "after injection via the injection port, liquid comes out of the injection port. According to customers, the phenomenon has occurred with 3-4 pvcs in the last 3-4 weeks. Customer does not know whether the same batch was affected. Corpus delikti will be sent. In addition, 4 pieces of kodan 10ml syringes were taken for testing. Such a syringe was used to initiate the injection port."